Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Although the suggested phenomenon could not be confirmed, it was presumed to have been due to breakage of the image sensor unit (including disconnection by stress) of repeated use, external factors, or handling of the device, or that the components including the ic [integrated circuit] chip and capacitor, mounted on the electric circuit board had a defect. As there was confirmation of water leakage and a cracked light guide lens, it was confirmed that the device did not meet specifications. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning: "<inspection of the endoscopic image>. Turn the video system center, light source, endoscope position detecting unit (for cf-hq290l/I), and monitor on and inspect the wli and nbi [white light imaging and narrow band imaging] endoscopic images as described in their respective instruction manuals. Observe the palm of your hand using the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Operate the angulation control knobs and turn bend the bending section. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when connecting the evis lucera elite colonovideoscope to the cv/clv-209 video system center there was an e315 error code noted during preparation for use. The diagnostic procedure was cancelled. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was not confirmed. The angle wires were stretched, the bending section cover had a crack and white-clouded area. The suction connector was dirty due to water leakage, and the light guide lens had a crack. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.